Event description:
It was reported that after using the cbc ii blood conservation reservoir, a pt had the following symptoms: shivers, higher pressure, higher heartbeat and fever. It was reported that when the adverse reaction took place; the anesthesiologist decided to stop the blood transfusion. It was unk if any topical hemostatic agents such as thrombin or avitene were used. It was unk if any add'l treatment was given to the pt. The blood was transfused into the pt within 6 hours of collection.

Manufacturer narrative:
As of 08/25/2009, the product has not been returned for eval. No conclusion can be drawn.